Event description:
A 27 yr old female pt received open triple ligation by three threads of 2/0 suture on for management of pda (pt ductus arteriosus) with pulmonary hypertension. She was found to have recurrent pda in june 1996 and she received endoscopic religation for pda on 10/9/96. Under excellent illuminaton by endoscopic light, the 2/0 suture at previous triple ligation sites all found to be degenerated and easily loosening from the knots by light traction. The pda was patent, isolated again and ligated by metal clips smoothly.